Event description:
Device issue: none. Adverse event: death. Onset of adverse event: post procedure. It was reported that on (B) (6) 2010, the patient had four coronary artery bypass grafts (CABG) in four different vessels, however, on (B) (6) 2010, the grafts were found to have occluded. On (B) (6) 2010 during treatment of a chronically occluded left anterior descending artery (lad) graft, an asahi soft guide wire caused a spiral dissection in the circumflex. During an attempt to cross a previously placed xience v stent to treat the dissection, the stent dislodged off the sds remaining on the guide wire. The dislodged stent was crushed against the left main vessel wall. Two additional vision stents were used to complete the treatment of the dissection and were implanted overlapping. The circumflex was reported to be open/patent. The patient was reported to be discharged in stable condition, however, the patient expired on (B) (6) 2010, due to complications arising from her low ejection fraction which declined from 60% to 10% in that period between her CABG in (B) (6) and her procedure on friday and was not caused by the vision stent dislodgement per the staff in the cath lab. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): the multi-link vision 3.00 x 15 mm (part#1007848-15; lot#9100241) is being filed under the same manufacturer number. The asahi soft was filed under MFR#3003775027-2010-00008. The multi-link vision 3.00 x 23 will be filed under a separate manufacturer number.